Manufacturer narrative:
72404156, 734347002, reservoir 100 ml pc/iz, device impotence mechanical/hydraulic.

Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to device not cycling. There was a crack in the left tubing from the cylinder to the pump. Revision surgery done in 2012 and was replaced in 2019. No adverse patient effects reported. Should pertinent additional information be received, a supplemental report will be submitted.